Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. Connections on the anesthesia control board were reseated to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient involvement.